Event description:
When removing the stylet from an endotracheal tube it was noted that part of the cover was missing. This was retrieved from the tube without incident. There was no injury to the pt.